Event description:
The customer reported generation of false low sodium (na), potassium (k), and false high chloride (cl) ise (ion selective electrodes) patient results involving their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics, and the exact number of patients affected is unknown. The customer provided patient data for one (1) patient.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site and evaluated the dxc 700 au clinical chemistry analyzer. The fse determined that the reference (ref) valve had malfunctioned. The fse replaced the ref valve to resolve the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).